Event description:
Attemps to advance a coronary stent with delivery system to the site in the pt's tortuous circumflex artery were unsuccessful. The stent and sds were withdrawn from the pt without complication. The site was then pre-dilated again. Utilizing a new guide catheter, attempts to re-advance the stent and sds to the site were unsuccessful due to vessel blockage. The sds/stent were again withdrawn from the pt. Fluoroscopy revealed a disssection of the proximal left anterior descending artery. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no additional clinical sequelae reported relative to the event.